Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received low sensor scan results and experienced symptoms described as deep sleep and ¿very erratic¿. As a result, customer was brought to the emergency room and diagnosed with hyperglycemia. An hcp meter obtained a reading of more than 500 mg/gl on their device and after an unspecified amount of time compared to a sensor scan result of approximately 100 mg/dl and treated the customer with sodium IV to lower their blood sugar. There was no report of death or permanent impairment associated with this event. The customer also reported receiving a reading of 84 mg/dl with the sensor and a reading of 282 mg/dl with the adc meter, within 10 minutes of each other. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.